Event description:
On 99 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. There were no reported difficulties with the deployment and the pt was discharged. After an unk period of time, the pt presented to the hosp with an acute myocardial infarction. The pt required a ptca and during the catheterization procedure the device was dislodged into the vessel. The pt was taken to surgery for a cool foot and obstructed artery. Following surgery the pt arrested and expired.